Event description:
It was reported that patient had left knee revision due to knee pain. Surgeon removed scar tissue and did a poly exchange.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that patient had left knee revision due to knee pain. Surgeon removed scar tissue and did a poly exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital doctor policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. : not returned to the manufacturer.